Event description:
Patient draped in sterile manner. Pic line inserted, catheter broke off at guidewire when needle was being removed. Pressure applied above site, tourniquet applied, cut down performed by anesthesia. Cather removed without difficulty. Patient's condition stable prior to event. Remains stable after event. Pic line inserted by a contracted service of a home health agency not affiliated with the hospitaldevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.